Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input. There was no adverse impact to customer's blood glucose level. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump was delivering bolus without user input. Reportedly, the customer continued to use the pump for insulin therapy.